Event description:
Notified by fmc product complaint of a dialyzer during pt treatment. The internal leak was described as blood was noted in the dialysate. The leak was detected early and the dialyzer was changed without adverse effect to the pt; estimated blood loss was 200 cc from the discard of blood circuit. There was no medical intervention required. MDR filed due to reported blood loss. Sample later discarded.